Manufacturer narrative:
The reported events were perforation, low pacing impedance and loss of capture. As received, a complete lead was returned in one piece with helix partially extended and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The full helix extension was within specification. A stiffness test was performed, and the results were within specification. The reported event of low pacing impedance and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During follow-up, decreased pacing impedance and a loss of capture were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed cardiac perforation due to the rv lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.